Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 manufacturing site evaluation: evaluation on-going

Event description:
Country of complaint: (B)(6). One box appears to be of a substandard quality as they are experiencing issues with the sutures. The issue is that the suture needle is snapping off the thread. The doctor has had it happen with five sutures in a row and complained to the nurse who has also tried and the same thing happened. It has been advised that it has happened to 10 sutures threads in total. The breakage is occurring at the base of the needle where it connects to the thread and the customer has advise it is happening with little force.